Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked fluid from the balloon before patient use. The pump was filled with 96 ml fluorouracil (5-fu) and 24 ml 0.9% sodium chloride (nacl) having a final volume of 120 ml. A new device was used to resolve the issue.there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and white drug residue was observed inside a bag that contained the device which suggested leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.